Event description:
It was reported that they system was explanted due to infection. Patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.